Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information the pressure transducer printed circuit board (pcb) was defective and in need of replacement. Replacement of the pressure transducer pcb and expiratory cassette membrane solved the issue. No log files have been provided. The pressure transducers checks that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. The replaced parts have not been returned. According to the received information, the cause of the issue has been determined and was related to defective pressure transducer pcb and expiratory cassette membrane.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's pressure transducer printed circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).